Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016 patient underwent revision surgery due to lumbar canal stenosis at l2/3 after plif surgery at l3-l5. Intra op, rod could not be placed correctly during final tightening of left l4 setscrew because the rod bending adjustment had been wrong. When the surgeon tried to tighten the set screw using rrp, it could not be tightened and the tip of setscrew was shaved. Burrs were generated when assembling the set screw with provisional driver. The set screw was replaced with new one after the screw and rod were adjusted. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.